Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" ( no information [iol (intraocular lens) implant]). A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. According to the surgeon, the pt had a history of macular degeneration (pre-existing). The surgeon was unwilling to complete the questionnaire. There are thirty nine medical device reports associated with these events. This report is eighteen of thirty nine.

Event description:
It was reported that the pulse generator exhibited high current drain of 34 ua. Despite attempting different programmed settings, the current drain remained higher than 30 ua. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain. The hybrid was removed for further analysis and tested normal. The failure mode could not be duplicated.